Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that a few months prior to the report (early 2018), the patient started noticing their ins was not holding a charge. It was noted the patient last charged on (B)(6) 2018, and on (B)(6) 2018 they had to charge again. The patient had gone in to see a doctor, and the doctor told them the ins needs to be replaced. It was also noted there have not been any recent program changes. They were redirected to see a doctor to have the device checked and to schedule an appointment with a rep. The patient was scheduled to see their primary care physician on (B)(6) 2018. A rep was contacted and reported they would contact the patient. No symptoms were reported. No further complications were reported or anticipated.